Event description:
On october 22, 2021 lumenis be received (B)(6) report # (B)(4) regarding an adverse event that occurred on (B)(6) 2021 involving a selecta duet where during a yag capsulotomy procedure the system was accidentally fired in slt mode, resulting in possible retinal damage.

Manufacturer narrative:
On october 22, 2021 lumenis be received (B)(6) report # (B)(4) regarding an adverse event that occurred on (B)(6) 2021 involving a selecta duet where during a yag procedure the system was accidentally fired in slt mode, resulting in possible retinal damage. Event description from the (B)(6) form reads as follows; "a patient attended for a macula assessment and yag laser was performed which was difficult due to positioning (due to torticollis) and the laser procedure was very stop-start with putting the laser into standby mode numerous times. This standby/live button is situated next to the laser choice selection button. The operator realised that the slt mode was being used during the laser when the there was no visible effect on the target tissue and he corrected this (he was under the impression he was under yag settings). He stated that focussing was difficult due to the positioning." Contact was made with the user facility and an incident form was received. Photos of the affected eye were taken by the facility but will not be shared with lumenis be due to confidentiality concerns. Several additional questions regarding patient condition prior to the procedure and the prognosis post-procedure were asked but were not answered (after multiple attempts). The descriptive text from the incident form reads as follows; "yag laser treatment commenced and due to positioning problems there were occasions where the laser had to be put on standby to reposition. Accidental pressing of laser selection key next to standby button appears to have occurred. Laser selection corrected but about 6 shots of slt applied in error." Subsequent examination of the subject device by a lumenis technical expert concluded, after verifying all system functions including calibration and energy output verification that the subject device operated within manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the cause of the reported event. The clinical director completed a product investigation ((B)(4)) and concluded the following; "the patient was treated for posterior capsule opacification (pco), a condition that is to be treated with the yag mode of the selecta duet. Due to multiple repositioning of the patient in front of the slit lamp (apparently, as a result of wryneck), the operator confused between the standby/ready button and the slt/yag button on the remote control. Noteworthy, the system used was an old version of the selecta duet. The company changed since then the design of the user interface, precisely to prevent such confusions. As a result of this confusion, the user fired a few shots in slt mode, instead of the yag mode. Such a user error could have caused some harm to the macula, including macula edema (a relatively mild condition, which would resolve within a few days or weeks) or macular burn (a more severe condition, which could cause irreversible damage to vision). Despite numerous attempts to contact the site, we did not receive from the site answers to several key questions regarding this case. In particular, we do not know what was the severity of the harm, and whether the patient recovered. Based on the intervention prescribed after the incident ("topical steroid prescribed"), it appears that the severity immediately after the procedure was moderate at most, and that the physician estimated that the condition is reversible. In addition, it is not possible to rule out that the patient didn't have a pre-existing condition (for example, macular edema due to diabetic retinopathy) that was masked by the pco. The report mentions that the visual acuity was reduced to 6/60 after the procedure, but we could not obtain information regarding the va pre-pop, or oct images pre- and post-op that would have shed light on this case. It is also possible that the va was reduced due to residual dilation of the pupil. In the abundance of caution, we estimate that the severity if "moderate". However, due to the rarity of the scenario (confusion due to multiple re-positioning of the patient), and due to the new design of the system (which greatly minimizes confusion), we estimate that the probability of recurrence is less than 1 in 1,500,000." Research into the risk hazard file document #(B)(4) finds that this is a known user error hazard with an acceptable risk severity rating (moderate). Also, in the user manual (um-20058241_b) this hazard is discussed in several sections; 1) "warning: incorrect treatment settings can cause serious tissue damage." On page 63. 2) "always verify the treatment mode and energy settings before, during, and after treatment." On page 47. 3) and entire sections of the um are dedicated to the two different treatment settings (yag and slt) and how they work and when to use them. Lumenis could not evaluate the severity of injury because the customer did not provide enough follow-up information of the injury. Due to lack of information lumenis be is reporting the event in an 'abundance of caution'. Should additional significant information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop ((B)(4)) and per post marketing surveillance procedure ((B)(4)).